Event description:
Instrument malfunctioned causing inconsistent staining result. Due to the inconsistent staining the result was interpreted as a malignant lesion. The pt went to another institution for a second opinion where the same stain was run and confirmed a benign lesion. The MFR's tech found that a heating pad failed where this pt's slide was located on the instrument and a software issue caused the alarm to fail. The instrument failed to alarm on the malfunction. The instrument is to alarm when a heating pad fails and shut down the staining run.